Event description:
Related manufacturer reference number: 1627487-2022-04474, 1627487-2022-04475. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is planned to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-04474, 1627487-2022-04475, 1627487-2022-05406. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022, where three leads and the ipg were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The report of lead migration cannot be confirmed with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. During the revision the terminal end lead (non-functioning) contact became stuck in the ipg header. Despite this damage the lead passed output resistance and isolation resistance testing.